Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Date of explant: (B)(6) 2023. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a left-sided 150cc mentor memorygel breast implant and a right-sided 175cc mentor memorygel breast implant. Post-operatively, the patient experienced bilateral baker grade iii capsular contracture, which was confirmed during a physical exam. As a result, the patient is scheduled for removal surgery on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-12210 for the contralateral event.

Manufacturer narrative:
On 03-jul-2024, mentor received additional information about the event. - the patient was diagnosed with breast prosthesis rupture. - the explantation date was postponed to (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-jul-2024, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 130cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.4 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-jan-2025, mentor received additional information about the event. An updated explantation date ((B)(6) 2024) was reported. Manufacturer¿s reference number: (B)(4).